Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was treated with food low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Current blood glucose was 109 mg /dl. Customer was assisted with troubleshooting for low blood glucose level. Customer alleges insulin pump over delivering insulin because customer took less insulin but still blood glucose was low. The auto mode feature was inactive at time of event. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black . The customer alleged the device is over delivering causing low blood glucose on (B)(6)2022. The device passed all functional testing including the self test, sleep current measurement, active current measurement , rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08660 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The device passed all functional testing. Over delivery and low bg anomalies are not confirmed. The formatted history file list the following manual programmed bolus deliveries for (B)(6) 2022: 08:28 bolus wizard normalbolusamountprogrammed = 16.8 ; bolusamountdelivered = 16.8 10:16 bolus wizard normalbolusamountprogrammed = 18.1; bolusamountdelivered = 18.1 12:07 bolus wizard normalbolusamountprogrammed = 17.6; bolusamountdelivered = 17.6 15:20 bolus wizard normalbolusamountprogrammed = 15.3; bolusamountdelivered = 15.3 19:50 bolus wizard normalbolusamountprogrammed = 8.3; bolusamountdelivered = 8.3 23:07 bolus wizard normalbolusamountprogrammed = 11.3 ; bolusamountdelivered = 11.3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.